Manufacturer narrative:
Manufacturer's investigation conclusion: the reported atypical power cable disconnect and low voltage alarms could not be confirmed through this analysis. The exchanged mobile power unit (mpu) serial number (B)(6) was not returned for analysis, and no log files were submitted for review. A root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for the mobile power unit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect, and low power advisory alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The issue resolved following the replacement of the mpu. Only one mpu was replaced.

Manufacturer narrative:
Section e1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was in use for patient monitoring when alarms were triggered, requiring immediate replacement with a new mpu. The new product had been replaced because it was within warranty. When connected to the system controller, a low voltage alarm and power connection alarm were consistently activated. The same alarms occurred even when tested with a different controller, indicating that the issue was not related to the controller. When the mpu was connected directly to wall power without the controller, the mpu symbol displayed a normal green light, suggesting that the unit appeared functional in isolation. Despite the green indicator light, the repeated alarms during system controller connection and patient use indicated an internal malfunction of unknown origin. The mpu was replaced to ensure patient safety and system reliability.